Event description:
The customer initially reported that the device would not power on with dc power. The customer then stated that during testing on ac power, the device lost power after charging for a defibrillation shock. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported failure of no ac and dc power. It was however observed that the device was unable to charge its batteries. Proper device operation was observed through functional and performance testing and the device will be returned to the customer for use.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify the reported failure of no ac and dc power. It was however observed that the device was unable to charge its batteries. Proper device operation was observed through functional and performance testing and the device will be returned to the customer for use. Physio-control evaluated the device and was unable to verify the reported failure of no ac and dc power. It was however observed that the device was unable to charge its batteries due to a physically damaged power supply assembly. The power supply assembly will be replaced. After the completion of functional and performance testing and the device will be returned to the customer for use.